Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported, although there was no problem with the wrapping or outer box, the product box itself was crushed. It was reported that the box was likely crushed before wrapping. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: rocedure name? No further information is available. Was the outer case that the package arrived in damaged? There was no problem with the outer box.. Do you have any photos of the damage package? No photos are available. Where did you receive the product from (ethicon, distributor, etc)? No further information is available. Was the suture seals on the foil still intact? No further information is available. Was the packaging torn prior to opening of the package? No further information is available. What portion of the package was damaged? (Describe the damaged?) No further information is available. Did the package arrive with another heavy package on top? No further information is available. Lot number? Rkbeuj.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/21/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned sample determined that one sealed box of product code ep8706h was received for evaluation. The film was intact; however, the box was observed crushed in a corner. The packets were intact and no damage could be noted in the overwrap packets. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified